Manufacturer narrative:
Date rec¿d by MFR: 22may2019. The manufacturer¿s international service technician could not confirm the reported oxygen concentration issue. The manufacturer¿s international service technician performed the o2 test and all tests were successful. No repair was performed as no fault was found on this v60. Performed all performance verification tests. All tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they can't adjust the o2 concentration. No patient or user harm was reported.